Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 132 mg/dl. In the alarm history check settings, reset, and unexpected restart alarms were found. The insulin pump was stored with a depleted battery for a long period of time. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.